Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss was reported. Product was provided for investigation. The allegation was confirmed via product as a signal loss equal to or under one hour. The probable cause could not be determined.